Manufacturer narrative:
The customer's complaint was confirmed during failure analysis; the device ran on its own during testing. Further investigation revealed a damaged motor, rotor, bearings, drive shaft and other component parts. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.

Event description:
The micro sagittal saw was sent in for evaluation because it was running while it was on safe mode. There was no patient involvement; no adverse event was associated with the device.